Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not loud enough" and the vibration "can't be felt." There was no reported impact to the customer's blood glucose level. No additional event information was provided. Customer did not require follow up.